Event description:
A hospital in (B)(6) reported that an rt051 nasal cannula was coming apart after being used on a patient for about a week and the patient was desaturating. The hospital further reported that the problem was resolved when a new rt051 was placed on the patient.

Manufacturer narrative:
Additional information received for this patient indicates that the angioguard device could not cross the lesion. The angioguard was then removed from the patient without difficulty, and a spider ev3 epd was used to successfully cross the lesion. The two precise stents were then deployed with excellent wall apposition. During attempts to retrieve the spider ev3, difficulty was encountered as the spider kept getting caught at an acute bend just beyond the stents. The spider ev3 never became caught within the stents, only in the acute bend beyond them. It took over three hours to finally capture and remove the spider filter. Per the study coordinator, the embolic stroke suffered by the patient had nothing to do with the precise stents, as the spider filter never became caught in them. The event was solely related to the spider filter and the difficulty removing it. It was also noted patient was fully recovered by the 30 day followup visit. Based on this new information, the event of embolic stroke is no longer considered reportable against the angioguard device, as the angioguard was not the filter used in the procedure. No further followups will be forthcoming.

Event description:
The report received via the study database indicated that after successful implant of two precise stents in the distal right internal carotid artery, the pt experienced an embolic stroke upon removal of the angioguard embolic protection device. The onset of the stroke was sudden, the duration of the neurological deficit was deemed permanent and the recovery was partial, with minor residual remaining. There was extreme difficulty removing the angioguard device, as it became caught in the precise stents. It took three hours to remove the angioguard, and they were finally able to do so without moving the stents out of position. The pt remained hospitalized for four days after the ae, and was discharged, and is currently in rehabilitation. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This is one of three products used during the same procedural setting. Please reference; MFR. Report #s 9616099-2009-00201 and 9616099-2009-00202. Cordis corporation reported no product is expected to be returned to facility for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, co is unable to determine the exact cause for this incident. Co did review the device history records relative to the manufacturing, inspecting and packaging of lot, which corresponds to cordis lot no. This packaging lot contained 150 units, which were shipped from co on october 9, 2008. The history records indicate this product was final inspection tested at co and was determined to be acceptable.